Event description:
It was reported that the customer experienced an issue with a fenestrated bipolar forceps instrument, were during the procedure, it was notice that the wire of the instrument is broken. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.